Event description:
Info has been received from a physician regarding a male pt who received two injections of synvisc (date and indication unk). Concomitant therapy included oral methotrexate (dosage and duration of therapy unk). Medical history was postive for unspecified allergic reactions. The physician reported that following the second injection of synvisc, the pt experienced a suspected allergic reaction of the whole body with stomatitis and blisters. The pt was hospitalized and intubated in the intensive care unit. Additional info (received 2/4/1998) from the physician who treated the pt indicated that he believed the event might be attributable to methotrexate (the pt may have overdosed on the methotrexate). The physician does not believe the symptoms are attributable to synvisc, however, no "allergy tests" were performed. This report is being submitted at the distributor's request, as they have recently determined that they had a reporting responsibility during the time period that this event occurred. The MFR had an established MFR review and closeout process in place, and this was followed according to the business arrangement between the two parties. The MFR has investigated and appropriately closed this case. It was not deemed reportable according to MDR regulations. The MFR has included this case in the safety summary of the PMA annual report for this device medical product.